Manufacturer narrative:
Patient weight updated device information updated if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the tools were correctly aligned with the valve and no other potential causes for the issue could be identified.

Manufacturer narrative:
Additional review indicated the events reported under regulatory reports 2021898-2017-00656 and 2021898-2017-00657 pertain to the event captured in regulatory report 2021898-2017-00586. Any additional information received about this event will be submitted under the latter report number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device couldn't be adjusted intra-operatively. It was noted that the device was never implanted and was replaced.